Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a clinic check. Atrial lead noise was noted. The noise would only occur when flexing their arm across the chest. The atrial lead impedances were reported to be normal and within range. The lead was reprogrammed. Lead revision was discussed. No patient symptoms were reported.